Manufacturer narrative:
The clinic rn reported that she would be speaking to the physician about the plan of action for this patient. Boston scientific crm received information from the local sales representative that this patient has been scheduled for rv lead replacement in (B)(6) 2008. The lv lead is functioning appropriately. The rv in the last six months has gone from an impedence of 600 to 300, the sensing from 7mv to 3mv, and a threshold of 1.5v to greater than 7v. The event will be reopened if additional information is received and/or the lead is returned for analysis. Boston scientific received information from a competitor patient registration employee on may 2, 2016 that this patient had a competitor model#5076 implanted into the right ventricle on (B)(6) 2008. Subsequently, boston scientific received information that this patient died on (B)(6) 2016. There were no reported allegations that the use of boston scientific product caused or contributed to the patient's death.

Event description:
Boston scientific crm received information that this clinic rn contacted technical services to report that this patient lv pacing thresholds have been increasing and is currently exhibiting no capture at 7.5 volts. The pacing impedance has been stable at 300 ohms. The clinic rn was unsure about rv capture. No adverse events were reported as the patient is not pacemaker dependent.